Event description:
Customer reported to beckman coulter, inc. (Bec) that the cap piercer assembly of the unicel dxc 600 synchron system was overflowing with wash concentrate from the top of the block. Customer reported that about 300 ml of the wash rinse was overflowing from the top and dripped down to the shuttle pathway. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found no vacuum at valve v3. The fse removed and cleaned v3.

Manufacturer narrative:
(B)(4).